Event description:
On 1/24/90, an ipp pump was implanted. The cylinders and reservoir were implanted, date not indicated. On 3/9/94, and 11/27/95, the pump was revised. On 7/29/96, the reservoir was removed from the pt and replaced due to a connector failure between the pump and reservoir.